Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. Final analysis found that as received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The reported event of failure to capture was not confirmed. Visual examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. The measured helix extension length was within specification.

Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the atrial lead exhibited failure to capture, and the physician discovered that the lead had dislodged. The dislodgement was confirmed through computed tomography. The lead was explanted and replaced. The patient was in stable condition.